Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. The 3.5x38mm xience skypoint stent delivery system (sds) attempted to cross the target lesion; however, failed to cross due to the anatomy. The distal edge of stent looked damaged and a dissection was noted. Therefore, a shockwave therapy and ballooning followed by implantation of a 3x38mm xience skypoint stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the stent delivery system (sds) interacted with the moderate calcification and moderate tortuosity during advancement, as resistance with the lesion was noted, resulting in the reported failure to advance, and subsequent material deformation. Based on the information received, the investigation determined that the reported issue and treatment appears to be related to operational context. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.